Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, it is their policy not to provide patient demographics.

Event description:
It was reported that the lower two-thirds of the pump segment (approximately 6 centimeters above slide clamp) was found broken causing loss of the cyclosporine infusion. The event did not cause any consequence or impact to the patient and the leak did not cause harm or injury to the healthcare provider. It was also reported that a new medication bag was obtained from the pharmacy, which was then administered. There was a small amount of administration time lost as it was intended to be a 24-hour continuous infusion with no interruptions. The event occurred at leukemia/bone marrow transplant (bmt) unit.